Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was explanted following the fsn (B)(4) because the patient was pacing-dependant. The device reportedly showed normal operation.

Event description:
The subject device was explanted following the (B)(4) because the patient was pacing-dependant. The device reportedly showed normal operation.

Manufacturer narrative:
This crt-d was part of the subset of platinium icds and crt-ds impacted by the field safety notice issued in july 2018 related to loss of pacing and sensing following hardware failure, leading to absence of automatic detection of an arrhythmia requiring defibrillation shock therapy. Reportedly, the subject device was prophylactically explanted on (B)(6) 2018 as advised in this field safety notice since the patient was pacing-dependent. Patient files analysis did not show any anomaly. The analysis of the returned device did not reveal any abnormality; additionally, no overconsumption was observed. Electrical and mechanical characteristics of the returned device were within specifications, including pacing/sensing operation.